Event description:
During evaluation of a returned homechoice device, oan increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 05:48:30. During night drain cycle three, the patient's ultrafiltration reading was 5300ml, indicating the home patient (hp) drained 5300ml more than their maximum programmed fill volume of 2400ml. No further information was available.

Manufacturer narrative:
(B)(4).the device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The report of an increase intra-peritoneal volume (iipv) event was confirmed through an event history log review. Should additional relevant information become available, a supplemental report will be submitted.